Event description:
It was reported, the pt had lost a significant amount of weight, and her ipg was determined to have migrated in the pocket. The pt also reported an increase in her recharge burden. She stated, she had been charging twice each day. The physician decided to explant and replace the ipg on (B)(6) 2013.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.